Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
27 may 2015 - update - rcvd reason for revision: pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision; asr hip resurfacing system right. Reason(s) for revision: unknown. Patient is bi-lateral resurfacing but only right hip is being revised, product codes for left hip are included in email received 6 dec 2011. Update: right hip product rejected as duplication in error, product page created for right hip acetabular cup as per (B)(4) email dated 6 nov 2011. See (B)(4) for left hip revision. Patient bilateral - for left hip see (B)(4). (B)(4).